Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the upgrade implant procedure to an implantable cardioverter defibrillator (ICD) the right ventricular (rv) lead impedance measurements through the new ICD gave unusable values as impedance was greater than 3,000 ohms and no capture at all. Analyzer measurements were normal. The physician tried everything they could think of, even measured the lead with analyzer again after unplugging the lead from the ICD, which again showed good/normal values. The physician rinsed the lead and even tried to rinse inside the header port but nothing changed. It was decided not to implant this ICD and another device was implanted instead as all the measurement were good with that device.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.